Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2)was analyzed and found to have a fault on axis 1 when installed on an in-house system. The mtm was installed on a test fixture where power up was found to be failing on axis 1. The embedded serializer in master base (esmb) printed circuit assembly (pca) was tested and verified to be the source of the fault. The complaint was confirmed based on the field evaluation. The probable root cause is due to an issue with the esmb pca within the mtm. This issue can be resolved by contacting isi and having the fse replace the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm2) to correct the problem. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the mtm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator right (mtmr) had an error 1 on the right-hand controller at the surgeon side console (ssc). The customer stated that the issue occurred at the beginning of the case, and the surgeon elected to convert to lap. Technical support engineer (tse) viewed system logs and confirmed error 1, pointing to mtmr at console (B)(6). The customer noted that the ssc was too close to the wall this morning. After moving it away from the wall, the customer was able to power the system up with no other errors. The procedure was completed with no reported injury.